Event description:
It was reported prior to use of bd vacutainer® sodium heparinn (nh) 158 u.s.p. Units blood collection tubes, an unspecified number of tubes contain abnormal additive form (disc at the bottom of the tube.). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-sep-2025. Investigation summary : bd received seventeen samples and one photo for investigation. The samples and photo were inspected with no issues being identified. This is the correct appearance of the additive as this is a freeze-dried component of the catalog 366480. A total of 100 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sodium heparinn (nh) 158 u.s.p. Units blood collection tubes; an unspecified number of tubes contain abnormal additive form (disc at the bottom of the tube.) There was no health impact or consequences reported.